Event description:
The pump was returned for investigation. Investigation revealed a dim, red display, intermittent keypad function of the up button, and contamination under the contrast, up, and down buttons. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted to a dim, red display. The up button functioned intermittently to testing. The keypad cover was removed for further investigation and contamination was found underneath the contrast, up, and down buttons. Visual inspection showed worn and scratched paint along the pump surface. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).